Event description:
Patient was receiving chemo infusion which was hung at 1849 by previous shift rn. Handoff was completed at 1918, at that time by this rn and previous shift rn. During handoff the patient, medication, and the dose/rate/duration of the infusion were all verified. The IV pump was also double checked along with IV tubing setup. The pump was programmed to run over 24hrs at 20.8ml/hr. At ~2030 this rn was notified by a staff rn that the patient's IV pump was alarming "air-in-line". Upon arrival to room, patient's chemo infusion bag was empty. The IV pump settings were checked and read 20.8ml/hr over the remaining duration, which was 22hrs. The IV tubing was inspected with no signs of leakage or spill. The patient's PICC line site showed no signs of infiltration or extravasation. Patient denies cp/dizziness/palpitations, n/v/d. Vss and patient placed on tele and EKG performed. Pump removed from service and sent to clinical engineering for review.